Event description:
It was reported that during a laparoscopic splenectomy procedure, the device misfired. No other details of the event were provided. It is unknown how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4). Damaged release button post. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. During which stroke did the event occur? Unk. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Unk. Is there any other additional information you would like to share about this device or procedure? No. The device was returned with no visual non-conformances and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Although the release button is not part of the firing mechanism. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.